Event description:
It was reported that during a cranial procedure, the dura was torn. It was also reported that as a result of this event, there was potential injury to the brain cortex.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information was not provided to permit further investigation. The root cause is undetermined.